Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No display anomaly was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked case near the display window corners, and a cracked display window.(B)(4)

Event description:
The customer reported via telephone call that the buttons on the insulin pump were unresponsive. The blood glucose reading was 150 mg/dl. The customer did not recall any significant event leading to the keypad issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.